Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's concurrent conditions included body mass index normal. In february 2009, the patient had essure inserted. In march 2009, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/ abdominal pain- during first 3 days of period"). In april 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse);"). In january 2010, the patient experienced weight increased ("weight gain"). In march 2010, the patient experienced anosmia ("neurological conditions or problems (type: lost her ability to smell)"). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anosmia, dysmenorrhoea, dyspareunia and weight increased had not resolved. The reporter considered anosmia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not remove essure device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, product information updated, patient concomitant condition added, events added as follows:- vaginal haemorrhage, menorrhagia, anosmia, dysmenorrhoea, dyspareunia, weight increased, device monitoring procedure not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure implant later in 2009.). Essure was removed in 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.